Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator prompted error codes 240 (low water pressure (prime)), 265 (low water pressure (treatment)) and 275 (syringe water fill error), the patient was present and under general anesthesia. The customer tested the generator several times; however the issue was not resolved. The patient was woken up, as the procedure was delayed three hours for the facility to receive another generator. The patient was then sedated, and the procedure was completed with the sales representatives demo generator. There were no complications to the patient. This event its being reported for aborted/cancelled procedure with a patient under anesthesia.

Event description:
It was reported that during preparation for a water vapor therapy procedure, the generator prompted error codes 240 (low water pressure (prime)), 265 (low water pressure (treatment)) and 275 (syringe water fill error), the patient was present and under general anesthesia. The customer tested the generator several times; however the issue was not resolved. The patient was woken up, as the procedure was delayed three hours for the facility to receive another generator. The patient was then sedated, and the procedure was completed with the sales representatives demo generator. There were no complications to the patient. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded based on analysis results that the as reported event is confirmed. The error codes 240 (pressure value below 250 mmhg during vapor generation), 265 (pressure value below 250 mmhg during vapor generation) and 275 (pressure value of 250mmhg is not reached during prime prior to vapor generation) appeared due to faulty master control unit (mcu), pressure sensor and all associated cables. All those parts were replaced and the generator is performing as intended. Device history record/service history record review: the device history record (DHR) review and service history record review was completed and confirmed that the generator was installed on 02 april 202 and the generator was fully functional with no issues. Labeling review: a review of the device instructions for use (IFU) and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. Device technical analysis: the generator was received in overall good physical condition. There were minor plastic enclosure damage. The master control unit (mcu) board, pressure sensor and all associated cables were replaced. All the required updates were performed on the generator. The generator passed full functional and electrical safety testing. The generator works properly according to manufacturer specifications. Investigation conclusion: based on analysis results, a probable cause of cause traced to component failure was assigned to this investigation.